Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited loss of capture. X-ray confirmed that the lead was dislodged due to twiddler. The atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement due to twiddler¿s syndrome and failure to capture. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported event of failure to capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The measured helix extension length was within specification as received.